Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -5.50/+4.5/150 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was not exchanged for another lens.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that optic was torn/ split, haptic was torn/ broken/ bent/ deformed and foreign material (spot) on lens surface. Dimensional inspection found that lens dimensions were within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).